Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the reported issue cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head coupler section was loose. There was no patient involvement.